Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. On 06/08/2026, intuitive surgical, inc. (Isi) received user facility report stating: scissor unable to cut and the scissor tips do not meet when trying to cut tissue.